Event description:
The reporter stated that the reporter did meter to hcp meter comparison tests, side by side. The reporter's meter read "hi" and the hcp meter result was 151 mg/dl. The reporter stated that the reporter was not feeling well, and that the reporter would clean the meter and call back. No harm was alleged. No further info was provided.